Event description:
It was reported that the customer experienced an error message on their pump, which led to the pump stopping and caused the patient to go into diabetic ketoacidosis (dka) and a coma. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.